Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, the surgeon could not apply a clip using the large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: it was confirmed there was no bleeding that occurred due to the reported incident.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have both grip and pitch input disks broken. Input disk 7 was found completely detached from the base of the housing while input disks 5 and 6 were completely broken from the inside. This caused the clip to not open.

Event description:
Refer to h10/h11 for follow-up information.